Manufacturer narrative:
(B)(4). Film review of the pre-implant 3d film report confirmed that the patient had a 5cm max diameter aaa. The proximal neck ranged from 19 ¿ 21mm in diameter along its 47mm length. The neck was mildly calcified and essentially straight. The distal aortic diameter was 22mm. The iliacs were non-tortuous but extensively calcified. The rcia diameter ranged from 7 ¿ 10 ¿ 9mm, and was 19mm in length. The lcia diameter ranged from 11 ¿ 10mm and was 17mm in length. Review of two 15 second angiogram videos during implant confirmed that an endurant stent graft system was implanted. The ipsilateral limb and extension were positioned into the right iliac, and the contra limb was placed into the left iliac. The limbs were crossed and patent, and both iliacs arteries had been stented. Angiogram injection confirmed contrast outside the stent graft. Contrast was seen within the entire aaa sac. The source and type of endoleak could not be determined from the images provided. It is possible that this may be a type IV endoleak; possibly exacerbated by the heparinization. This may also be a type iii fabric endoleak; the reported excessive ballooning may have contributed. A type ii endoleak or a distal type I endoleak from the short iliacs cannot be ruled out.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 46x50 mm diameter abdominal aortic aneurysm. The aortic neck was 19 mm, 21 and 20 mm in diameter from proximal to distal with a length of 47 mm. There was mild thrombus in the neck and some thrombus in the aneurysm sac. There was moderate calcification in the right iliac and mild calcification in the left iliac. During the index procedure, the angiogram revealed an unknown endoleak. It was reported that during follow up it was confirmed to be a type iii separation endoleak. The physician stated the cause of the endoleak due to low placement of the stent graft limb. It was also reported that the patient had short iliac arteries that were stented with another manufacturer's stents. The patient returned for follow up and the physician reported that there were no endoleaks present, the endoleaks self resolved. No clinical sequelae were reported and the patient is fine.